Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 jaws did not close properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for lots 225108530, 25108817 and 5109968 which were the lots shipped for the account prior to the aware date. There was no nonconformance recorded in the lot history related complaint defect. (B)(4).